Event description:
It was reported that the customer had a motor error on previous insulin pump. Customer also mentioned that she had a low blood glucose of 43 mg/dl. Customer's blood glucose reading was 125 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.